Event description:
It was reported to philips that the equipment failed to boot and was out of service on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reinstalled the software, and the equipment was restored to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).